Event description:
Customer reported the insulin pump had alarmed unexpected restart, external ram crc error, and training exit fail. Customer was advised alarms occurred because customer had returned the device without a battery. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.